Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4) reason for original complaint ¿ litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to perform daily activities and even walk. This resulted in pain and suffering. Doi: (B)(6) 2006 - dor: none reported (left hip). Patient is a resident of (B)(6). Update 12/16/2011 plaintiff's preliminary disclosure (ppd) form received 12/16/2011. Updated product info for cup and femoral head. Added dob. There was no new information received that would impact the outcome of the investigation. Update - added dummy stem and sleeve, additional surgeon, revision date, sales rep details. Taken from der dated 25th feb 2015 - ab on (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.